Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0y421, implanted: (b)(6 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that a new lead was put in but it was not satisfactory.